Manufacturer narrative:
Follow-up #1: date of submission 03/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the bb shows the following loss of prime warnings associated with a low non-zero force: on (B)(6) 2015 19:15 loss of prime occurred. A replace cartridge alarm was recorded; deliveries resumed. On (B)(6) 2015 12:00 loss of prime warnings associated with a low non-zero force was detected. An ezprime sequence and 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering accurately. Investigators removed pump cover and the force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 1.9mmol/l with dizziness, headache and unsteadiness when standing. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.